Event description:
The customer complaints blood leak during the treatment. Blood flow 100 ml/min. The blood loss was around 10 ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Add'l MFR narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.